Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the customer was complaining of body aches. Customer was treating with insulin to bring down the blood glucose reading. Hospital treated with IV fluids and manual injections. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.